Event description:
End user was ambulating with the rollator when the front wheel and bolt apparently fell off, causing the rollator to tip. She subsequently fell and fractured her shoulder. She had surgery to repair the fracture.

Manufacturer narrative:
The end user is a female who has a history of arthritis, osteoporosis, diabetes and neuropathy in her feet as well as some balance issues. While ambulating with the rollator, the right front wheel and bolt apparently came off and caused the rollator to tip. She sustained a fracture of her shoulder which required medical intervention. After being discharged from the hosp, she went to rehab and was subsequently discharged home. The sample was evaluated and it was determined one of the knob screws was installed incorrectly by the end user. This prevented the leg tubing from being adequately secured into the frame and resulted in instability. This instability would have led to a separation of the wheel from the frame. The owner's manual details the appropriate installation steps and also provides images which show the correct knob assembly. The manual also states that before each use, the device should be checked to make sure parts are secure.